Event description:
Heartmate 2 patient present with first episode of gastrointestinal (gi) bleeding in setting of left ventricular assist device (lvad) therapy and international normalized ratio (inr) 2.5. Hemoglobin dropped from 13 to 7 over the course of 4 weeks. Required 2 units transfused blood. Blood counts stabilized before endoscopic evaluation could be arranged. Pt was successfully bridged from heparin to coumadin prior to discharge. Aspirin 162mg was continued at discharge due to prior history of cerebrovascular accident (cva).